Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The product was returned and evaluated. Upon initial visual inspection, there was dried blood noted inside of the sterile sleeve with blood residue also seen in connection between butterfly and catheter anchor. The returned pump's butterfly was leak tested up to ~630 mmhg (~84 kpa) and no leaks were observed from the butterfly. The root cause of the access site bleeding was most likely use-related as the blue butterfly acts as a hemostatic component when using best practices in suturing the graft to butterfly and no mechanical abnormalities were found with the returned pump. The failure mode (fm) product damage (sterile sleeve damage) was updated to fm access site bleeding - major since bleeding was reported and no sterile sleeve damage was reported. B1 revised to reflect adverse event according to the investigation results on manufacturer device report number 1220648-2025-26081 h1 revised to reflect adverse event according to the investigation results on manufacturer device report number 1220648-2025-26081 h6 health effect - clinical code revised to reflect adverse event according to the investigation results on manufacturer device report number 1220648-2025-26081.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Once the pump was placed it was turned on and while trimming and suturing the graft to the hub, the physician noticed blood coming through the hub into the sterile sleeve. The physician attempted to readjust the plastic hub/blue button and noticed that the connection was loose. Bleeding continued to occur through with drops steadily forming in the sleeve, decision made to replace pump, which was successfully completed. The patient was sent to the unit on impella 5.5 support noted to be in stable condition following the event.